Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: heartware ventricular assist device implantation in patients with fontan physiology, 2017. Artificial organs, 2017 jan;41(1):40-46. Doi: 10.1111/aor.12852 with a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related co-morbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and anti-platelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ventricular assist devices (vads). The article discussed vads for left ventricular support in children and adolescents with fontan physiology. Multiple patients were noted in the article; however, a one-to-one correlation could not be made with unique device serial numbers. One patient's post-operative course was complicated by development of right heart failure with chronic ascites, requiring intervention with aortopulmonary vascular coiling, paracentesis, oxygen therapy and diuresis for resolution. The patient also experienced toe/finger parasthesias, atrial flutter and first-degree atrioventricular block. The patient was successfully bridged to transplantation on day 272 of vad support. The status/location of the vad is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event is being reported as part of a retrospective review of literature events in response to an update to the MDR complaint sources. If information is provided in the future, a supplemental report will be issued.